Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump experienced issue. It was reported that the customer pump was programmed, and the patient was sent home and infusion will stop, and the patient had to come back in and get it restarted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information received on 24 may: the reporter stated that the prescribed infusion (chemotherapy- drug name not provided) was intended to infuse over 4.5 days. The reporter stated a device issue ("error") required patient to return to hospital on (B)(6). The reporter stated the technician preparing the infusion pump and the medication had made an error during programming and programmed an infusion rate of 15 ml/hr instead of 15 ml/24 hours. The technician had assumed the device was programmed in ml/24 hours rather than ml/hr. No adverse effects to patient reported.